Event description:
It was reported a suspected thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device implanted. During a routine transesophageal echocardiogram (tee) , a small echodensity measuring 7x4 mm adherent to the closure device near the left upper pulmonary vein was discovered, which was a possible non-mobile thrombus. The patient did not experience any symptoms and was placed on eliquis. About two and a half months later, the patient returned for another follow up tee which showed the closure device was stable with no thrombus and no flow noted around the closure device.